Event description:
During servicing by baxter, technical service identified that electric stretcher frame had a damaged power cord with exposed copper wires showing. This occurred during baxter servicing/testing. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved.

Manufacturer narrative:
The baxter technician determined the power cord needed to be replaced. The transport, procedural, and specialty stretchers are intended for caregivers to use for the treatment and transportation of patients in all areas of the hospital, surgical centers, and other patient care facilities. A search of the baxter maintenance records showed baxter performed preventive maintenance on this bed on 30 mar 2024. It is unknown if the facility performed any other preventive maintenance on this bed. The power cord was replaced to resolve. Based on this information no further actions are required. Although there was no reported injury with this event, if the report of a power cord with exposed copper wires were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.